Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (patient is over 18 years old). According to the complainant, during preparation, it was discovered that the sphincterotome would not bow properly when the handle was squeezed. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (wire will not bow). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).